Event description:
The customer reported that the device hangs during opcheck and they are unable to complete the test. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.